Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2008 and mesh implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a surgery on (B)(6) 2008. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anterior vault prolapse post hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, infection, recurrence and dyspareunia. It was reported that the patient underwent release of suburethral sling on (B)(6) 2008. (B)(4) - undefined recurrence; dyspareunia. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03967. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary tract infections and urinary retention.

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infections and urinary retention.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03967. The same patient is represented in each medwatch.